Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a chemotherapy set had loose components. The reporter stated that the device¿s spike was loose and its roller clamp fell off. There was no patient involvement as this was identified before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the device was returned for evaluation. Visual inspection identified a separation of the spike and the roller from the tubing. The cause was determined to be an issue during the manual assembly of the device. In order to address this condition, updates were made to the manual assembly process. Additionally, involved personnel were provided with refresher training. Should additional relevant information become available, a supplemental report will be submitted.